Event description:
A us distributor reported that a patient was experiencing adjust belt and damaged belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The rear 1 therapy electrode was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.